Event description:
It was reported the patient's blood glucose level rose to 281 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for being unsure if delivering insulin and redness at the infusion site.

Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be kinked; the cannula damage did not affect fluid flow, allowing it to flow through the entire fluid path. The timing and cause of the observed cannula damage could not be determined. It could not be determined if the observed damage is directly linked to the reported event. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.